Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv), right ventricular (rv), and right atrial (ra) lead were explanted due to an infection.